Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited exit block. A lead revision was subsequently performed to reposition the lead. To date, there have been no reported adverse patient effects related to this clinical observation.